Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant procedure physician decided to implant the v lead in the atrium as the physician needed longer lead for the ventricle. The patient was externally defibrillated and was returned to normal sinus rhythm when the patient experienced vt during the procedure. The lead was in patient when the patient was externally defibrillated. When the lead was placed at its final position, lot of noise was noted. The lead was explanted and replaced. Patient's condition was fine post-procedure.